Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced severe bleeding at the end of the procedure. The biopsied lesion was 1.1 cm in size and located in the right upper lobe and the distance to the pleura was 2.7 cm. Tools used included a 23-gauge needle (approximately 4 passes) and an erbe cryoprobe 1.1 (3 passes). The patient was not on any anticoagulant/antiplatelet therapies and coagulation levels were normal. The patient had copd and was an active smoker. As the physician was performing a biopsy with the cryoprobe a proximal vessel was accidentally hit - although the physician reported the cause of bleeding was unclear. The blood erupted from the et tube right after disconnecting the ion device after finishing the biopsy and the patient experienced a drop in saturations. Interventions included reintubation, suctioning, and use of a larger erbe probe to remove a clot. Per the physician, the bleeding stopped on its own and the procedure was completed; however, the patient was admitted to the intensive care unit (ICU) for three and a half days. The amount of blood loss was approximately 100 ml with approximately 180 ml of saline; a transfusion was not required. The physician believed the bleeding could have potentially occurred via another biopsy modality. The patient was discharged home and seen in the office for follow-up with no significant ongoing complications. There was no malfunction of the ion system reported for this case.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a 75-year-old patient underwent an ion lung biopsy in the right upper lobe. Bleeding was noted in the et tube after a biopsy was obtained with a 1.1 mm cryoprobe and after the ion system was removed. The patient was reintubated, clot was removed, and the patient was stabilized. Hemostasis was otherwise achieved spontaneously. The patient was admitted to the ICU for continued care. The patient was ultimately discharged home and seen in follow up as an outpatient with no significant sequelae. Based on the available data the events were procedure related and not device related. There was no reported malfunction of the ion system, instruments or accessories. Bronchoscopy is a minimally invasive procedure with a low risk for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of severe clinically significant bleeding ranging from 0.38-1.47%. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. .